Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mcs). The patient was on impella mcs for approximately 45 days. Five days after start of support, the patient developed thrombocytopenia. A notification was received via abiomed¿s long-term outcome and quality indicator impella registry noting the patient that endured thrombocytopenia with a "possible" relationship to the impella device used. Platelet count baseline was 219 at admission. Five days later, the platelet count began dropping. Days following, the lowest platelet count was at 23. However, day 16 of support, the platelet count increased to 118 and continued to rise. The patient recovered from this event with no sequelae. Support continued now on day 36 of support the nurse reported intermittent increases in purge pressure from a twist in the impella catheter just prior to the red impella plug. The impella catheter was untwisted and the increases in the pressure resolved. There were no adverse effects to the patient as a result of the impella catheter twisting.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the thrombocytopenia and product damage has been completed. No product returned. Data logs show multiple hpp alarms all gradually rising within a period of 5 minutes to 20 minutes and resolving within a few minutes. No motor current spikes observed. Clinical details noted twisted/coiled/torqued patient cable and twisted catheter and unkinking resolved the increased purge pressure. The cause of the high purge pressure was most likely a kinked purge line. The exact location of the kink cannot be determined without product return. The cause of the thrombocytopenia was not determined due to insufficient clinical details.